Event description:
It was reported since the patient's implant, the patient has not had effective stimulation in his back. The physician assistant suggested to retrial the patient. Pending the success of the trial, the patient will be revised to capture more of his back pain. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.